Event description:
It was reported that patient underwent a distal radius fracture procedure on (B)(6) 2014. During the procedure, the locking screw would not lock in the oblique hole of the anatomic plate. A different screw was utilized and implanted into the oblique hole successfully. The procedure was completed without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.